Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failed to incorporate resulting in recurrent ventral hernia. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use also state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical and surgical history. C1: added ndc number or unique ID and lot #. D2: added common device name. D4: added lot #, catalog #, expiration date, di #. H4: added device manufacture date. H6: updated method code 1 and results code 1. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6): (B)(6). Indication for procedure: ¿this is a 42-year-old obese black female that has had a hernia repair in the area just above her umbilicus in the past and now has a recurrence in this area. She was seen recently in the emergency room and had this reduced and came back within 48 hours with it once again incarcerated, unable to be reduced, and tender. CT scan reveals portions of colon in this recurrent incarcerated ventral hernia. It is about 8 cm in diameter and it is located just above the umbilicus in the midline.¿ implant procedure: repair of recurrent incarcerated ventral hernia with ¿gore-tex dual mesh¿. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/13167338] implant date: (B)(6), 2015 (hospitalization (B)(6), 2015 through unknown date) (B)(6)15: east texas medical center regional healthcare. Danny pugh, md. Operative report. Preoperative and postoperative diagnosis: recurrent incarcerated ventral incisional hernia. Anesthesia: general. Blood loss: minimal. Complication: none. Procedure: ¿the patient was taken to the operating room and placed under general anesthesia. The abdomen was prepped and draped in the sterile fashion. A foley catheter placed during the procedure and removed at the end of the procedure. A midline incision made just above the umbilicus overlying this incarcerated hernia and carried down sharply overlying into the subcutaneous tissues down to the ventral hernia sac. The hernia sac was separated from surrounding soft tissue structures. The hernia sac was excised, but was not sent as pathologic specimen. The small amount of transverse colon was present within this incarcerated hernia and it was all viable. It was easily reduced back into the abdomen. The fascial defect was about 5 cm in diameter. A piece of gore-tex dual mesh was cut about 12 by 6 cm and this dual mesh was appropriately positioned to the fibrotic side toward side toward the fascia and the serosal side toward the intestine. It was sutured into place using large u-type stitches of 0 nurolon. After this had been completely sutured in, staying well back from the fascial edge, the fascia itself was closed in the midline overlying this gore-tex dual mesh with interrupted 0 nurolon sutures. This completed the repair. The wound was irrigated throughout this procedure with vancomycin solution. Subcutaneous tissues were reapproximated with interrupted 3-0 monocryl. Skin edges were reapproximated using a stapling device. A sterile dressing applied and taped in place. Sponge, instrument, and needle counts correct x2. Blood loss minimal. (B)(6): (B)(6). Implant record. ¿gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 13167338. Expiration: 7/2017. W. L. Gore & associates. Explant preoperative complaints: (B)(6): (B)(6). Indications for procedure: a 47-year-old black female that is obese with a history of ventral hernia repair, two previous occasions, I believe in 2002 and again in 2015. The patient now has a recurrent hernia in her lower epigastrium and it is about 10 cm in diameter. It is reducible. The patient is scheduled to undergo repair of this recurrent ventral hernia.¿ explant procedure: repair of recurrent ventral incisional hernia. Explant date: (B)(6), 2019 (hospitalization dates unknown) (B)(6): (B)(6). Operative report. Preoperative and postoperative diagnosis: recurrent ventral hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Procedure: ¿patient was taken to the operating room at ut health athens, placed in the supine position under general anesthesia. The abdomen was prepped and draped in sterile fashion. Incision was made about 10 cm in length just in the lower epigastrium just above her umbilicus where this hernia was located and carried down sharply in subcutaneous tissue. The hernia sac was separated from surrounding soft tissue structures. This was carried down to the fasciai defect. Hernia sac was excised. It contained a small amount of omental fat that was easily reduced back into the abdomen. Bleeding points all controlled with electrocautery. Fasical defect was only about 4 cm in diameter along the edge of where she had mesh placed in the past, which appears to be gore-tex. The repair was performed in a horizontal fashion with interrupted 0 nurolon sutures. Once fascial defect was repaired and this included reincorporation of this mesh. The wound was irrigated with antibiotic solution. Subcutaneous tissue was closed with interrupted 3-0 monocryl suture. Skin edges were approximated using running subcuticular stitch of 4-0 monocryl. A total of about 20 ml of 0.25 plain marcaine was used. This was injected around the wound to reduce postoperative pain. Steri-strip applied to the skin edges. Sterile dressing applied and taped in place. Sponge and needle counts were correct x2. Blood loss is minimal. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.